Manufacturer narrative:
The technician adjusted the brake position for all four casters to repair the stretcher.

Event description:
Information received indicates after the brake has been set, the stretcher still rolls.